Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with failed battery test alarm. The customer states they inserted new batteries and received the failed battery test alarm. The customer's blood glucose level at the time of incident was 472mg/dl. The customer states they treated with manual injection. The customer's most recent level was 48mg/dl. The customer states they knew it was low due to conducting bolus, and not eating afterwards. Troubleshoot was conducted for the failed battery test. The customer did not have a new battery to test, and will be calling back when they obtain new battery. The customer declined to troubleshoot for low levels.